Event description:
Patient was re-intubated in the pacu after admission. The patient was attached to the respirator which did not work properly. Patient was ambued until new respirator was brought to the pacu.